Event description:
It was reported that an atrial lead failed to be implanted on (B)(6) 2021. The lead was unable to be implanted in the right atrium after repeated attempts. When the lead was withdrawn, it had visible problems with the helix screw, and could no longer accept a stylet guidewire. The lead was not used. The patient did not suffer any adverse consequences and was stable.

Event description:
New information notes that prior to placing the lead in the patient¿s body, some deformities were noticed on the lead helix that might have contributed to it¿s inability to insert a stylet.

Manufacturer narrative:
The reported events were of unable to implant, failure to advance the stylet, and a helix mechanism issue. As received, a complete lead was returned in one piece. The reported events of deformities on the lead, failure to advance the stylet and a helix mechanism issue were confirmed. The retracted helix was clogged with blood. X-ray examination found an over torqued inner coil at the connector region consistent with procedural damage. The stylet could not be inserted past the connector region due to an over torqued inner coil at the connector region. After the lead was cut, cleaned, and torque was applied directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The cause of the reported events of failure to advance the stylet and deformities on the lead was due to an over torqued inner coil at the connector region. The cause of the reported event for a helix mechanism issue was due to a clogged helix at the helix region and an over torqued inner coil at the connector region.